Manufacturer narrative:
Analysis was performed and unable to perform the seat, rewind, basic occlusion test, and occlusion test due to a faulty force sensor alarm. The insulin pump, also failed the vibrate check on self test.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and was suffering from a cold at the time. After hosp, the customer reported that she was receiving an error alarm. Troubleshooting could not be performed due to the alarm. No further info was provided.